Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested >8.0 inr (finger stick sample) and 8.0 inr (venipuncture sample) on the coaguchek xs system while a comparison lab returned as 4.49 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.